Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath medium and a hemostatic valve separation occurred. It was reported that during preparation for the ablation procedure, the hemostatic valve of the carto vizigo¿ 8.5f bi-directional guiding sheath medium got pushed into the hub when the dilator was inserted. When flushing the sheath all the irrigation came out from the proximal hub. On (B)(6) 2020, the complaint product was returned to biosense webster inc.¿s (bwi) product analysis lab (pal) for evaluation. On (B)(6) 2020, during product analysis, it was found that the hemostatic valve was dislodged inside the hub. Based on this finding, the complaint remains as MDR-reportable for the malfunction of hemostatic valve separation. Device evaluation details: the device evaluation has been completed. The device was inspected, and visual analysis revealed that hemostatic valve appears dislodged inside of hub. Brim cap and friction ring remain intact. Due this condition the vizigo sheath is occluded and unable to be advance through the end of the sheath. A manufacturing record evaluation was performed for the finished device, and no internal action related to the complaint was found during the review. Customer complaint was confirmed. The root cause of the hemostatic valve dislodged cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures, it could be related to the handling of the device during the procedure. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation occurred. It was reported that during preparation for the ablation procedure, the hemostatic valve of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium got pushed into the hub when the dilator was inserted. When flushing the sheath all the irrigation came out from the proximal hub. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was never introduced to the patient¿s body. The valve did not break into pieces, just got pushed into the chamber. The sheath was replaced, and the procedure continued without further issues. There were no patient consequences were reported.